Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer hyperglycemia. The customer's blood glucose level at the time of the event was 411 mg/dl and was treated with the pen. The customer¿s other blood glucose was 362 mg/dl. The customer went swimming with the insulin pump when they got out, it was not working and they had found a big crack in the side of the insulin pump. The insulin pump had a blank display. The customer was not currently connected to the insulin pump. The reservoir lip ring was not damaged. The customer declined troubleshooting for high blood glucose as they do not have the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.